Manufacturer narrative:
(B)(4). The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred in the right coronary artery. An attempt was made to treat the perforation with a 2.8x19mm rx graftmaster covered stent, but it failed to cross and was removed. It was not reported how the perforation was treated. The graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported failure to advance cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.